Event description:
Same case as MDR ID 2134265-2015-04167. (B)(4). It was reported that in- stent restenosis occurred. In (B)(6) 2011, the patient presented due to stable angina. Selective coronary angiography was performed and the patient was referred for cardiac catheterization. The target lesion was a de novo lesion located in the mid right coronary artery (rca) extending to the distal rca with 99% stenosis and was 70mm long with a reference vessel diameter of 3.5mm. The target lesion was treated with predilation and placement of a 32mm x 3.50mm taxus¿ element¿ stent and a 38mm x 2.75mm taxus¿ element¿ long stents in an overlapping manner. Following post dilation, residual stenosis was 0%. On the same day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2011, the patient presented for further evaluation of coronary artery disease and treadmill test revealed st segment elevation. Coronary angiography was performed. The 100% in-stent restenosis of previously placed study stents in the mid to distal rca was treated with balloon angioplasty and placement of a 3.0 x 32mm promus element stent. Following post dilation, residual stenosis was 0%. The severe stenosis noted in the proximal left circumflex artery was also treated with balloon angioplasty and placement of 3.0 x 38mm promus element stent. On the same day, event is considered as resolved without residual effects.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).